Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye and observed under infusion in the filter. By the nature of the sample, no additional tests were performed. The reported problem was verified. The most likely cause of the condition was due to damaged component.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution administration sets under-infused. It was further specified that when the infusion was almost done, the pump pulled from the filter and drained the filter before the drip chamber; the filter was dry prior to the drip chamber being emptied. The patient(s) did not receive a full dose of unspecified medication. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.